Manufacturer narrative:
The returned screw was evaluated. The tulip has dissociated from the screw shaft. The swivel ring was deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was found to have disassembled at the end of a surgical procedure. The screw was removed and replaced with an alternative screw. There was a delay of approximately two hours but there were no reports of patient impacts associated with this event.